Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding an implantable neurostimulator (ins). Caller stated that the last time they had the ins checked by their healthcare provider (hcp) was 2023 and they thought the patient was due for another check because they thought that the ins was not working right. When agent asked what they meant by not working right caller stated that the patient did not feel the stimulation so they would not know the difference if the therapy had been turned off. Caller did not clarify the exact reason why they feel like the ins was not working, caller just mentioned that the patient had dementia and since the caller did not know what the patient was feeling they cannot tell if the ins was working correctly. Caller also mentioned that the patient had back pain and shoulder pain as well as arthritis so the caller did all the charging of the ins. Caller also mentioned that the ins implanted before the current one had the leads placed in the patient's muscles instead of their nerves and when they were due for an ins replacement they wanted the non-rechargeable ins but what was provided during the surgery was a rechargeable ins so they just decided to have that implanted instead (which is the patient's current implant). Agent reviewed patient and technical services (pats) role and hcp role and redirected patient to their hcp. Caller stated they will reach out to the patient's hcp to set an appointment to have the ins checked. Information was received from a patient representative regarding an implantable neurostimulator (ins). Caller reported that about a month and a half ago, they had been noticing a change in their recharging routine. Caller stated that they usually would charge the patient's ins every 3 days, and when they started charging last november 7th they noticed that the controller battery was at 100% and the ins was at 70% but the therapy was off so they turned it on and charged the ins to 100%, on the patient's next recharging session they noticed that the ins battery was in the red so they charged it to 100% and today they noticed that the ins battery was at 70% again but the therapy was off. Agent reviewed charging frequency and the battery being depleted is possibly what's causing the therapy to turn off. Caller stated that the patient would not know if the therapy was off unless they check the controller (which they would do only when they would charge the ins). Caller stated that the patient did not feel the stimulation even when the therapy is on, so they did not know the difference if the therapy was off. Agent reviewed monitoring charging frequency and battery status of the ins. Patient will monitor charging frequency and ins battery status through the controller.